Event description:
Boston scientific received information that this right ventricular defibrillation lead caused a red alert due to high shock impedances. The shock impedances had always been between 105 and 125 ohms since implant. All other measurement values were stable. A boston scientific technical consultant was contacted and a memory download and chest x-rays were sent for review. The pacing system remains implanted. The patient will be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
The pacing system remains implanted. A boston scientific technical service consultant reviewed the memory download and chest x-rays. It was noted that in (B)(6) 2011, an epicardial lv lead (unknown m/sn) was implanted, difficult procedure. Upon data disk review the out of range shock lead impedances were confirmed. Before (B)(6) 2011, the shock impedance was globally high (around 100 ohms) but stable with some greater than 125 ohms values. After (B)(6) 2011, an increase trend was observed with a majority of the values greater than 125 ohms. No noise was observed on the rv or on shock channel. Review of the chest x-ray pictures revealed that the df-1 terminal pins were not fully inserted into the header. However, this was not confirmed as the interpretation was based on only one x-ray incidence. With measurements greater than 125 ohms, a lead conductor fracture could be present, a wrong vector could be programmed, or there could be a df-1 setscrew/connection issue or noise interactions. Diagnostic and system evaluation options were recommended to further evaluate the lead integrity or isolate an underlying potential issue. To conclude, it appears that there might be a lead/device connection issue which was in accordance with the daily shock lead impedance measurements. The trend graph revealed that the number of 'out of range' values increased after the epicardial lv lead implantation. As the procedure was quite difficult, it might be a potential explanation. However, a lead/device connection issue might already be suspected before lv lead implantation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.